Event description:
It was reported that the device did not power on. The failure did not occur during patient use.

Manufacturer narrative:
H6: other medtronic verified in the device battery was an open fuse. The device battery was replaced and proper operation was observed through full performance and functional testing.